Manufacturer narrative:
(B)(4).

Event description:
The customer reports that there was fluid leaking from the line (pot. Proximal extension line) onto the patient. The device was removed.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. A small amount of adhesive residue was found on the extension line and the catheter body appeared intentionally trimmed. After the catheter failed functional testing , the extension line was microscopically examined. A small hole was detected at the junction of the lumen and luer hub. The total length of the catheter body measured 430 mm which indicates at least 121.6 mm were cut and not returned for evaluation per product drawing. The length of the extension line measured to be 1.53" which is consistent within specifications of 1.454- 1.546" per product drawing. The outer diameter of the proximal extension line measured 0.096" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the extension line measured 0.058" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured as expected. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. The catheter distal tip was then occluded and the extension line was pressurized using a water-filled lab inventory syringe. A small leak was detected from the luer hub/lumen junction when the extension line was pressurized. A manual tug test confirmed the extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. A device history record review was performed with no relevant findings. Due to a rising trend of extension line leaks, a CAPA has been initiated to further investigate. The root cause has been determined to be manufacturing-assembly related.

Event description:
The customer reports that there was fluid leaking from the line (pot. Proximal extension line) onto the patient. The device was removed.